Event description:
Healthcare professional reported left side "pain, stiffness, increased volume","mild edema of the subcutaneous tissue and the retroareolar region and towards the interlinear quadrants of the left breast", "increased bilateral breast folds", and "[physician states that they] accidentally cut the prosthesis, at the moment [they were] removing the capsule, [physician] said that the contracture is grade iii-IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Edema: unable to observe as it is a medical event that is not related to the device. Crease fold/of implant: no observed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Rupture -ndr: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
H.6 continued: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "pain, stiffness, increased volume","mild edema of the subcutaneous tissue and the retroareolar region and towards the interlinear quadrants of the left breast", "increased bilateral breast folds", and "[physician states that they] accidentally cut the prosthesis, at the moment [they were] removing the capsule, [physician] said that the contracture is grade iii-IV." Device has been explanted.